Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to button/keypad anomaly.

Event description:
The customer reported via phone call that they received a button error alarm during bolus. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the button error alarm. The insulin pump was returned for analysis.